Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, and there was pacing on the t-wave and possible premature ventricular contractions (pvc)s. Follow-up information revealed that the patient had an electrolyte abnormality. The lead remains in use. No patient complications have been reported as a result of this event.